Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found the instrument was broken. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor cracked during use. Issue occurred on the lower portion near the handle junction. No delay to surgery reported.